Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda appears to be related to a combination of challenging patient anatomy (thick leaflets) and procedural conditions (poor imaging). The reported poor imaging is related to procedural conditions (shadowing) per case details. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and a slightly thickened anterior leaflet for a mitraclip procedure. The steerable guide catheter (sgc) was attempted to place over the non-abbott pigtail guide wire into the femoral vein. There was difficulty loading the sgc over the guidewire. The dilator, at the transition of the white to the clear hemostatic valve, was difficult to pass over the pigtail through the back. There were several attempts to advance. After some manipulation, it went through. Once the guide-dilator assembly passed through, the back side of the non-abbott guide wire was bent. It is unknown if it occurred before or after difficulty advancing. The procedure continued with insertion of the clip delivery system (cds). The posterior leaflet was difficult to visualize, and shadowing presented challenges with visualizing the anterior leaflet. Perpendicularity, and leaflet insertion assessment (lia) was satisfactory. Fluoroscopy confirmed the gripper was down. The clip was deployed and a single leaflet device attachment (slda) occurred. The anterior leaflet was detached. A second clip was required to stabilize the slda. The physician believes the anatomy (thickened leaflets) and imaging contributed to the slda. They were initially confident with the anterior leaflet grasp and less confident with the posterior. The mr was reduced to grade 3. There were no adverse patient sequelae or clinically significant delay.